Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with her 21 month old son's device having no delivery alarms and high blood glucose levels. The customer's blood glucose level was reported to be over 500mg/dl. The mother states they are at the doctor's office. Troubleshoot was declined. The mother states she will change the set completely, and call back if the issue returns. Nothing is being replaced or returned at this time.